Event description:
A patient was admitted with right ureteral calculus. She underwent cystoscopy, right flexible and rigid ureteroscopy with laser lithotripsy. During the laser lithotripsy, the laser fiber tip broke off. The surgeon was able to retrieve the tip utilizing a basket. Laser lithotripsy proceeded and was completed with a new laser fiber. No patient injury was noted.